Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 33 events were reported for this quarter. Product return status: 7 devices are available for evaluation but have not yet been received. Twenty-six devices were received for evaluation. Evaluation status: 26 events were confirmed during testing. 24 devices were found to be affected by fractured housing. 2 devices were found to have missing loctite. Twenty of 33 reported devices are in scope of recall pfa # ra2016-193 for one of 33 reported devices are in scope of recall pfa # ra2016-193 for replace. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no further remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 33 malfunction events in which the device had a fractured housing, presenting a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Thirty-three events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device had a fractured housing, presenting a condition in which the non-sterile battery had the potential to be exposed to the surgical site. 33 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 3 devices were received for evaluation. 4 devices were not available to stryker for evaluation.      Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by a fracture. 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused. 7 devices are in scope of ra2016-193 for notification.